Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation. The weight of the device was within specification. After autoclave cycle a cloudy color in the gel was observed. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The event of "capsular contracture unknown baker grade" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade, texture to smooth exchange due to concern with the product, and pain.

Event description:
Healthcare professional reported left side texture to smooth exchange due to concern with the product. Patient representative later reported ¿capsular contracture requiring bilateral capsulotomy,¿ baker grade unknown, ¿increased risk alcl,¿ and ¿breast pain.¿ device has been explanted.